Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent report.

Event description:
Manufacturing related ref: 3008452825-2019-00328, 3005334138-2019-00372, 3008452825-2019-00329. During the pulmonary vein isolation (pvi) ablation procedure, the patient experienced a pericardial effusion. An ice catheter was used to view the ventricles and pericardium throughout the procedure and the user noted a small effusion developing during the left vein wide atrial circumferential ablation. The effusion was in the left atrium and the patient experienced reduced blood pressure and cardiac tamponade. The procedure was stopped and protamine was administered and a pericardiocentesis was performed with the placement of a pericardial drain. There were no performance issues with an abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion issue remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.